Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event: 2012 jul; 43(7): 1227-1228. Report is on a quantity of 12 unknown nails. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Journal article received: failure of pfna: helical blade perforation and tip-apex distance, letter to the editor, injury, 2012 jul: 43 (7):1227-1228. Author: jia-qian zhou shi-min chang. Letter referenced 12 cases of helical blade perforation through the femoral head into the hip joint or the pelvis as reported in 6 reviewed papers. One paper reported 4 perforations (3 within 6 months due to fall on the affected hip). All 4 were revised with no details provided. The second paper reported 3 perforations: one due to fall on affected hip, one with no details both revised to shorter blade and one with subclinical low-grade infection revised to total hip replacement. Three papers reported a total of 4 with no details but revision to total hip replacements. The last reported one patient with blade abutting the cortex revised to total hip replacement. Six of the patients were between the ages of 69 and 89 years consisting of 5 female and 1 male. It is unknown of these are synthes devices. This report is on an unknown nail. This report is 1 of 2 for complaint (B)(4).